Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra malleable penil prosthesis for unspecified reasons. The existing tactra device was explanted and replaced with a new inflatable penile prosthesis (ipp). No additional information was reported.